Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Nurse tried to flush red lumen and the saline squirted out of the lumen. Had never seen that happen so decided to replace with a new line and did not have an issue; a new PICC was placed. No harm was listed as patient outcome.